Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode the patient experienced a pericardial effusion with cardiac tamponade. The initial attempt at tunneling the electrode using a two-incision technique was unsuccessful as a satisfactory position could not be achieved. A third incision was made and the additional tunneling performed at which time the patient's blood pressure dropped. A transesophageal echocardiogram was performed confirming a pericardial infusion. A pericardial drainage was performed and the patient stabilized; implant was then completed. No additional adverse patient effects were reported. This system remains in service.